Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited functional undersensing and was later found to have dislodged as confirmed via x-ray. A surgical revision was performed in which the rv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.